Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system reported error: geometry partly available. Upon some functional test fse found the geometry ipc did not start up. To resolve the issue fse reseated the icp memory chips, after that the system was returned to use. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements were partly available. The system was in clinical use. No harm has been reported to philips.